Event description:
It was reported that during a hernia repair procedure, the clips would not hold after placing. From the third firing the clips did not close anymore. There was a benign bleeding. Another llike device was used to stop the bleeding and complete the case. No treatment or blood transfusion required.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.